Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
Customer reported that they had no connection through a terminal server. A terminal server is a network component that enables hard wired connection from the acuity central station to bedside monitors and hallway message panels. As a result of terminal server failure, the customer would not be able to monitor centrally some pts in rooms with hard wired connections. Bedside monitoring would continue to function.